Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with pd therapy. On an unreported date in 2010, the area was not clean before starting pd therapy and on (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was that the area was not clean before starting pd. The patient was not hospitalized. On (B)(6) 2010, the patient began remedial therapy with a loading dose of vancotech (2 gm, ld, ip), gentamycin (20 mg, twice a day, intravenous), and catacef-t (1.25 mg, twice a day, intravenous). The patient was recovering from the peritonitis. It was not reported whether the patient was retrained for the event of area not clean before starting pd. Remedial therapy with gentamycin and catacef-t were ongoing. Pd therapy was ongoing. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.